Event description:
The reporter stated the technician opened the paper packaging and removed the lens tray of an aq2015a silicone three piece lens onto the sterile field and noted a 1" fiber/hair/plastic on the outside of the plastic lens tray. The lens was not inserted.

Manufacturer narrative:
(B) (4) (fiber/hair/plastic on outside of lens tray). Lens work order. Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Was unable to detect any hair or fiber on the lens tray. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).